Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has two, different model leads. This report is in relation to the lead implanted in the thoracic area. It was reported an sjm representative met with the patient for reprogramming due him no longer receiving adequate coverage. Unfortunately, reprogramming was unable to provide resolution. An impedance check was performed and high impedance was found on all contacts. X-rays were taken and revealed lead migration. As a result, the patient may undergo surgical intervention.